Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(4) has been returned and investigated, no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software, and sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount, and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and preformed sil vivo test. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test sue to "replace sensor" message displayed while wearing the adc freestyle libre 2 sensor. Customer further reported she experienced unspecified symptoms of hypoglycemia and was unable to self-treat. Customer was treated with glucose syrup by an emergency doctor. There was no report of death or permanent impairment associated with this event.